Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400+ mg/dl and reported the insulin pump keep on saying delivery was blocked and damage to the insulin pump. Troubleshooting was performed and found that the customer was hospitalized and treated with an IV insulin drip, manual injection, and an insulin pump. The customer was not reporting any symptoms related to blood glucose. The pump was used within 48 hours and the auto mode feature was not active at the time of the event. There was a crack on side of the battery compartment. The customer was hospitalized on 28 february 2023. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test, upload pump to carelink, download history files and traces using thus. The pump passed the self test and no blank display noted while using a test pcba 1. Blank display was confirmed, suspected on the pcba 1. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-feb-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-feb-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 29.4 dailytotalofbasalinsulindelivered = 15.1 dailytotalofbolusinsulindelivered = 14.3 (B)(6) 2023 11:35:50.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 5.7 bolusamountdelivered = 5.7 (B)(6) 2023 13:19:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.6 bolusamountdelivered = 6.6 (B)(6) 2023 14:15:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 there were no unexpected pump errors/alarms noted 1 week prior to the event date 28-feb-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 28-feb-2023 in the formatted history file. There was "no" no delivery alarm/insulin flow blocked alarm noted 1 week prior to the event date 28-feb-2023 in the formatted history file. Unable to test for no delivery alarm/insulin flow blocked alarm due to blank display. No delivery alarm/insulin flow blocked alarm was unknown. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received a depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the side of the battery compartment. Unable to verify customer alleged for high bgs and dka. Unable to verify no delivery alarm/insulin flow blocked alarm, perform the required testing, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed, suspected on the pcba 1. A test pcba 1 was used, powered the pump on using the aa 1.5v battery and continued self test, upload pump to carelink, download history files and traces using thus. No blank display noted while using the test pcba 1. No delivery alarm/insulin flow blocked alarm was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.